Manufacturer narrative:
The device involved in this event was requested however to date it was not returned for evaluation. We are unable to confirm the reported failure mode. The lot of the device was not recorded by the facility therefore we are unable to complete the lot/device review of the manufacturing recorder.

Event description:
A user facility in (B)(6) reported that the cutter failed and stopped cutting during the procedure. It is unknown if the aspiration was still present. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One 23ga vit cutter was returned in a plastic bag. The original packaging was not returned therefore the part and lot numbers cannot be verified. The cutter was visually inspected. Dried solution is visible in the tubing, the tip protector was missing but the needle is not bent and the port window is in the opened position, aligned correctly with the vent hole in the side of cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris system. The cutter had good clean cuts throughout the various cut rates and it had good aspiration. The cutter performed as intended.